Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays on the article were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
¿Modern revision femoral stem designs have no difference in rates of subsidence¿, by steven yacovelli, bs, et. Al., published j arthroplasty. 2021 jan;36(1):268-273. Doi: 10.1016/j.arth.2020.07.078. Epub 2020 aug 5. Pmid: 32863074, was reviewed. Study compared three types of revision femoral stem designs¿monoblock tapered fluted titanium (monoblock tft) stems, cementless modular tapered fluted titanium stems (modular tft), and fully porous coated cylindrical (fpcc) stems with respect to clinical outcomes and performance with regards to stem subsidence. Stem subsidence > 5 mm is correlated with high re-revision rates and poor outcomes. Of the 335 patients followed over a period of 12 to 96 months, 47 utilized depuy solution stems (which accounted for all fpcc stems in the study). The other revision femoral stem designs utilized competitor stem products. No information was provided by the study with respect to acetabular components. The study did not break down individual study participants by case number or identifying demographics (age/gender). The study conclusion was that modular tft, monoblock tft, and fpcc femoral stem designs all perform well in revision tha with no difference in clinical outcomes or subsidence rates. None of the 47 femoral stems subsided. The patient satisfaction surveys were superior for the fpcc group. Of the 47 depuy hips in the study, one was revised to address periprosthetic joint infection (specific treatment was not provided). No other complications were identified.